Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge and received minimum fill notification after the user filled the cartridge with 240 units of insulin during the load sequence. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 120-251 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.